Manufacturer narrative:
Correction: (B)(4).. The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per event description, patient had not had stimulation or charged the ipg for a few months. Per document (B)(4), no product evaluation form was initiated. According to the review of protégé IFU art100119757, rev c.2, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Date of event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell down some stairs and her ipg would no longer take a charge making the ipg inoperable. The ipg was explanted and replaced which resolved the issue.